Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) could not achieve normal hemostasis. Hemostasis was achieved via manual compression. There was no reported injury to the patient. The device was stored and prepared according to instructions for use. A retrograde approach was used with a 6f non-cordis sheath. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and vessel diameter was =5 mm. No calcium, plaque, stent, or significant stenosis (>50%) was present at or near the puncture site. No resistance or difficulty was encountered during device advancement or connection. The device was securely locked, and pulsatile flow was observed from the bleed-back indicator. The device and sheath were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black, with no red color observed. The deployment button was fully depressed without excess force. The device and sheath were removed together approximately 1¿2 seconds after button depression. The device will be returned for evaluation.